Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found a cut on cable and blurry image due to a damaged charged coupled device. Based on the results of the investigation the most likely cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a broken lens. There were no reports of patient harm.